Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had nuisance ail alarms was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that clinicians reported air-in-line alarms occurring both with and without visible air in the IV set. This was reported to bd representatives during site visit. Bd clinical practice consultants team reviewed best practices to reduce air-in-line alarms, including proper IV set loading and the location/function of the air-in-line detector. There was no patient harm.